Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection discovered that the header was loose. Manufacturing enhancements have been implemented to make the header bond more robust. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be confirmed during analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedances along with noise and oversensing. There was no report of asystole. The patient's right ventricular (rv) lead was a competitor's product and believed to be fractured. The ICD was electively explanted during the lead revision procedure as it had extended charge times; however, has not tripped elective replacement indicator (eri) during the implant duration. No adverse patient effects were reported.